Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the endostat failed to function in cut and blend mode. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual analysis of the returned endostat generator revealed that the unit and foot pedal were in good physical condition. The power cord and water bottle were not returned in the box. The monopolar connector was good, the active cord held in place and the returned foot pedal operated within specification. Functional testing was performed and the device passed the evaluation procedure. The complaint that ¿endostat iii did not cut and blend to the satisfaction of the physician¿ could not be confirmed. The endostat iii operated within specification. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for this generator.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the endostat failed to function in cut and blend mode. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.